Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had a fluid invasion with no leakage. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign matter in nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. During inspection and testing, the foreign material could not be identified. Based on the results of the investigation, it was unspecified why foreign material remained in the nozzle. A definitive root cause could not be determined. This issue is addressed in the instructions for use (IFU): instructions, operation manual of gif/cf/pcf-290 series, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual of gif/cf/pcf-290 series, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Suction connector was dirty due to water leakage, due to a pinhole on channel tube water tightness was lost, connecting tube had a scratch, plastic distal end cover had a scratch, objective lens had a scratch, protector of universal cord on suction connector side had a scratch, protector of universal cord on control section side had a scratch, suction connector had a scratch, universal cord was sticky, universal cord had discoloration, universal cord had a scratch, due to clogging of nozzle water removal ability did not meet the standard value, adhesive on bending section cover had a crack, bending section cover had a scratch, due to wear of angle wire the play of up/down knob was out of the standard value, due to wear of angle wire bending angle in up direction did not meet the standard value, due to a scratch on objective lens the image has dark area partially, and due to damage on zoom (charged coupled device), zoom does not work smoothly. Olympus will continue to monitor the field performance of this device.